Event description:
Manufacturer's representative reported inability to aspirate the intrathecal catheter of 50mg/ml morphine during a catheter evaluation procedure. No patient symptoms were reported, and further system evalation is being considered. A follow-up report will be sent when new information is received.